Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. No additional information available as patient has not given permission for contact. Reason for reoperation: deflation.

Event description:
Patients spouse reported "right deflation". Device remains implanted.